Event description:
On (B)(6) 2013 mon was found on the floor in a stroke position. I called 911 and they rushed her to the closest hospital. I arrived and was told she had a stroke and that she had a left middle subarachnoid hemorrhage and the care plan was to coil it by angiogram but once they saw the complexity they decided to transfer her to (B)(6) hospital. On (B)(6) 2013 around 4:30am they found two active bleeder in cerebellum and multiple other hemorrhages.